Event description:
Customer reported a set was primed with blood and while observing the transfusion, a drop of blood was noticed coming out of the top of the drip chamber. The set was changed out and there was no patient/user adverse event. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and the customer's experience of set leaked at top of drip chamber was confirmed. The cause of this issue was due to insufficient solvent applied at the engagement point. The lot number was not identified, therefore, lot history record review could not be performed.